Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient requested MRI mode instructions to be emailed to them. The agent emailed the instructions as requested. The patient also asked the agent to walk them through activating MRI mode during the call. The patient successfully activated MRI mode. The patient did not require further assistance. The agent sent email to patient registration services to update the spelling of the patient's last name. The case was set as staging record because the patient mentioned that the therapy was not working too well for them. The patient stated that they "don't have the probes where they're supposed to be." The patient stated that they had been to the hospital twice to address the issue, and were told that their doctor "can't see the nerves for where to put the probes" so the therapy does not work like it should.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2qlp3, serial#, implanted, explanted. Product type lead correction sent due to main device information missing from initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.